Manufacturer narrative:
(B)(4). Concomitant medical products: unk knee tibial component cat#: unk, lot#: unk; unk knee femoral component cat#: unk, lot#: unk; unk knee articular surface cat#: unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product was discarded by hospital.

Event description:
It was reported that the patient was revised two days after initial knee procedure due to implant fracture. Patient fell and fractured the patella.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. As the patient's fall lead to the fracture of the patella and the patella implant, the root cause is attributed to patient's activity/condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.